Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contacted technical services on (B)(6) 2015 reporting drain complications and fibrin observed during treatment. The pd patient's registered nurse (rn) reported the patient was instructed to administer heparin. The patient reported again on (B)(6) 2015 that she continued to have fibrin and cloudy effluent. The nurse stated the patient was admitted on (B)(6) 2015 for peritonitis. There were no reported fluid leaks during treatment prior to the infection. As of (B)(6) 2015 the patient was still hospitalized and continued dialysis treatments while hospitalized. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. A search was conducted to identify the lots of product shipped to the customer three months prior to the event. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Based on the 11 pages of medical records information it appears that this (B)(6) old female esrd patient on pd therapy for approximately two years, presented to an emergency department with a malfunctioning pd catheter and abdominal pain, on (B)(6) 2015. On (B)(6) 2015, the patient was admitted to the hospital and diagnosed with spontaneous bacterial peritonitis, hyperkalemia, hypophosphatemia, and anemia. On (B)(6) 2015, a cat scan showed gallbladder distention with layering sludge and stones, ascites of the abdomen and anasarca. An ultrasound on (B)(6) 2015 showed fatty liver infiltration and evidence of cholelithiasis. On an unknown date after being admitted, a manual exchanged was performed, vancomycin and gentamicin therapy was initiated via intraperitoneal (ip) route, and the patient's treatment modality was changed from peritoneal dialysis to hemodialysis, due to missing dialysis treatments for four days and low quality clearance. On (B)(6) 2015, the patient was discharged from the hospital. There is no documentation in the medical record supporting a possible association between the liberty cycler, liberty cycler cassette, and delflex pd solutions and the event peritonitis. Peritoneal dialysis patients with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Moreover, peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environm...

Event description:
Medical records revealed the patient was diagnosed with spontaneous bacterial peritonitis, hyperkalemia, hypophosphatemia, anemia, cholelithiasis.